Event description:
According to the reporter, during procedure, the pins on the bottom of the active blade, when the jaws were open the pins showed through and were sharp. The device caught and scratched the surrounding tissue whilst it was operating; this caused bleeding to those areas and so had to use diathermy to stop the bleeding. Patient is recovering from the procedure. It was partial open and partial lap. Patient was lying on their side whilst the surgeon had one arm in via the abdomen and the two ports inserted on the patient¿s side, one for the camera and one for the energy device. Damage was the surrounding tissue to the kidney. It was a partial nephrectomy. Blood loss was unknown as they had other bleeds due to patient¿s anatomy.

Manufacturer narrative:
(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.